Event description:
The following has been reported: biomed reported physical damage on the front of the screen. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Opened pump and observed that screen was unplugged on mainboard. Once reconnected, screen had no visible damage and functioned as intended. Attempted to turn on the pump after reconnecting the screen but received a pump problem alarm upon startup; logs indicate failure to charge negative pneumatic tank. Recommend replacing pneumatic system. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.